Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that there was blockage at the site which occurred on (B)(6) 2025. The patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6008867 have already been previously tested in the complaint (B)(4) on 20/jun/2025. Test results: the reference samples were visually inspected and tested for flow and leak test. All test results were within specifications as per the complaint (B)(4) test report.pdf attached in this record. Packaging lot: the 6008867 was manufactured according to the work instruction (wi) version 98 manufactured in the multivac 14, on 08/sep/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4h05762 was manufactured according to the wi version 65 manufactured in the machine sc05 and sc06, on 03/sep/2024, with a total of (B)(4) units. The lot 4h05763 was manufactured according to the wi version 65 manufactured in the machine sc05 and sc06, on 05/sep/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008867 and found one complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.